Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: health effect - impact code - surgical procedure delayed is n/a which was reported on initial report. Type of investigation - device not returned is n/a which was reported on initial report. Investigation findings ¿ interoperability problem identified is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited damage to the distal surface and the locking feature was found to be flared out. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon attempted to insert the device but dovetail was out of shape so would not seat. Another device was used to complete the procedure. Attempt for further information has been made, but no further information has been provided.